Manufacturer narrative:
Concomitant medical products: 4968-60 lead; implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection which was found at post-procedure follow-up at the hospital. A thoracotomy was performed and the implantable pulse generator (ipg) system was removed. During the operation, the tissues near leads crumbled when the tissues near the leads in contact with the heart muscle were touched. After all fragile tissue was removed, the lead was removed, and a temporary wire was attached. Medication was administered and an ipg system will be implanted at a future date. No further patient complications have been reported as a result of this event.